Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported speaker malfunction. There was no sound produced. The device was not in use on a patient at the time of event, there was no patient involvement.

Manufacturer narrative:
The device was sent to philips bench for evaluation and found that the device speaker was producing audio when performing testing. The audio was distorted however as a result of a defective speaker. The (bench tech) rft replaced the device speaker - foxlink d speaker - 453665031201. The device passed all functional testing. The device was operational after repairs were completed and returned to the customer.